Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was placed too deep in the bone. The implant was removed and the hex was damaged in the process. No other implant was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified severe damage internally and on the collar due to the removal process stated by the doctor. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The reported device was measured with calipers and the device was verified to match specifications. The medical condition could not be verified. The damaged drive feature was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.